Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/20/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair. Per the operative report, "there was a portion of the anterior leaflet that went beyond this area and did not have a good zone of coaptation."

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.